Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to cracked motor flex cable. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump received with minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.